Event description:
Patient representative reported "excessive fatigue [¿] hair loss, dry mouth, among others [¿] news of the recall [¿] pain and discomfort," "hardening of the breasts, inflammation [¿] and radial folds in the left implant [¿] granulomas in the left prosthesis capsule [¿] pain, development of various diseases, treatments, anxiety" and "histopathological examination shows fibrous capsule with synovial metaplasia containing foreign body-type granulomas" against left side device. The events of "excessive fatigue,chair loss, dry mouth, among others," and "development of various diseases" are not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.